Event description:
The patient reported that when she had gone in for her last refill, they determined that 'there was no liquid that had come out since surgery no baclofen at all.' The patient stated that 'they had looked at it' and determined that 'it was still attached to the pump, and was still attach to her spine.' The patient stated that she had her dose raised four times, and further stated that their healthcare provider had increased it ten percent at one point. The patient stated that when she went in, her pump 'supposedly, going to, run out' and she was supposed to have only 0.2 floral ounces (5.9 ml) but 'no liquid had left, at all' and 'the whole, initial dosage of fluid was still in there.' The patient indicated that they had performed an imaging test, but 'they could not see anything' though the patient was 'still hooked in front and back.' The patient had been taking oral baclofen. The patient stated that their hcp wanted to 'open the patient up in front to see if there was a kink, but if there was not one there, they wanted to go in on the back.' No surgery was yet scheduled. No patient symptoms were reported. (B)(4); the document contained no new relevant information.

Event description:
Correction: after the patient's system was checked and revealed that the patient was still "hooked in front and back," the patient stated "that's why I'm--let's face it, I'm depressed".

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).